Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an asian male patient had impella cp pump inserted in the left femoral for high risk percutaneous coronary intervention (hrpci). The patient had limb ischemia, pump was removed and endovascular treatment (evt) was performed.